Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that battery cap was not screwed. Customer was assisted with troubleshooting for high blood glucose level. Current blood glucose was 415 mg/dl. The insulin pump will not be returned for analysis.